Event description:
It was reported by the customer they were setting up for a breast biopsy when the technician found the dc motor adapter for the green holster connector port had broken off into the green holster cable connector. The case was aborted and the pt was rescheduled for another day. No pt consequence occurred.